Event description:
It was reported the physician was attempting to rotate the valve when a leaflet dislodged. Two sets of x-rays were taken, and the leaflet was not found. So it is unk if the leaflet remains in the pt. The pt's annulus was heavily calcified, and the septum was hypertrophied. The pt was reported to be in critical condition. Additional info has been requested.